Event description:
It was reported that during the trial procedure, a lead sheared off while it was pulled out of the needle. The patient then had another procedure wherein an exploratory incision was made and the tip of the abandoned lead which had three contacts left was removed. There were no reported complications postoperatively.

Manufacturer narrative:
Sc-2316-50e sn (B)(6): the returned lead was analyzed and visual inspection revealed that the top three electrodes are separated from the distal end. Electrodes 4-16 were not returned. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead body damage event was confirmed. The damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during the trial procedure, a lead sheared off while it was pulled out of the needle. The patient then had another procedure wherein an exploratory incision was made and the tip of the abandoned lead which had three contacts left was removed. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7254722/7255980.